Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed by a baxter service technician. This condition was caused by a failure of the pump's air in line (ail) printed circuit board (pcb). The channel b ail pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.